Manufacturer narrative:
Sample collection and centrifugation data was not supplied by the customer. No specific event qc data was supplied. Per the customer, the unit is currently performing within qc specifications upon contact with the customer. Customer provided information that a proactive procedure has been implemented to verify unexpected results prior to reporting the result outside the laboratory thereby preventing potential risk to patient safety. The customer's repeat protocol is to test all accutni samples in duplicates prior to releasing data. Service was not dispatched for this event. A root cause for this event was not determined.

Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported out of the laboratory. The events will be assumed that the false positive accutni patients' results initially recovered above the ami cut-off with repeat results recovering within normal reference range. The customer did not report affect to the patient or user attributed or connected to this event.